Manufacturer narrative:
Product event summary: analysis confirmed that the upper and lower cases were broken, however it could not be confirmed that the screen flickers or won't turn off. It was noted that the battery release was contaminated, two side bail covers were contaminated, the battery contacts were compressed, the battery drawer was contaminated, the keyboard pad was contaminated, the device failed current drain testing due to the main printed circuit board (pcb) being out of electrical specification, the heart lead flex was out of specification, and the battery drawer o-ring was missing.

Manufacturer narrative:
Further analysis was performed on the main pcb and heart lead flex. This analysis could not confirm the reported event or the failures seen during service and repair of the device. A functional test was performed and all tests passed.

Manufacturer narrative:
The information submitted reflects all relevant data received. (B)(4).

Event description:
It was reported there was a self test error. The biomed was able to duplicate the error initially, but one week later was not able to duplicate the error. It was also reported the device won't turn off, the screen flickers, and there are small cracks all around the unit. The device was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.